Event description:
A report was received that the patient's ipg site was swollen, tender, painful, and warm. The physician later indicated that the patient had developed an infection and that the thoracic incision and the whole tunneled track was infected so the patient was explanted. The patient was prescribed oral and IV antibiotics. The symptoms have since cleared and the patient is reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-8216-70 (B)(4) model description: artisan 2x8 paddle lead (lim), 70 cm the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.